Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the xenon light source lamp will switch to the spare bulb, when it is turned off and turned back on it will start working again. The bulb has been changed, but the issue still continues with a brand new bulb. The issue occurred during the middle of a diagnostic colonoscopy procedure that was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. The event can be prevented by following the instructions for use (IFU) which state: [6.1 replacement of the examination (xenon) lamp] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.